Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the canister full or blockage alarm sounded despite the canister is empty. The ward changed to another canister of the same batch but problem persisted. Treatment was completed with a back-up with no delay.